Event description:
Appears that distal end of this safety infusion set with huber needle is cracking and/or causing tubing to break-off and retained in the hub, causing fluid to leak. Pt. Had to be deaccessed and reaccessed via implantable device due to cracking of this item.